Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional/updated information regarding the reported event: the isi clinical sales representative (csr) noted that the procedure was completed robotically with the same integrated electrical surgical unit (iesu). The csr reported that the iesu was replaced on another case but that they were unsure if the reported issue came from the grounding pad or the iesu. When the reported issue occurred, there were ports placed on the patient. The customer resolved the issue by turning the energy up to six or seven. The system powered on without any errors. The customer did contact technical support for troubleshooting and the iesu was replaced.

Manufacturer narrative:
Based on the claim against the product by the customer noting low monopolar energy, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) has been dispatched to the customer site to further investigate the reported event. The isi fse replaced the integrated electrosurgical unit (iesu)to address the issue with low monopolar energy. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform a failure analysis. The iesu was analyzed and found to have errors c71, 2-71, and 3-71. The unit was placed on an in-house system and was run in normal mode. The complaint regarding low monopolar energy was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer-reported issue. The probable root cause of the reported issue is attributed to component failure. This complaint is considered a reportable event due to the following conclusion: it was alleged that the customer has been encountering low monopolar energy issue with the iesu. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, low monopolar energy was noted. The issue is ongoing. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.